Manufacturer narrative:
There was no death or device malfunction associated with the inappropriate defibrillation. Device eval summary: device eval of monitor sn (B)(4) and belt sn (B)(4) was completed. The monitor and belt were fully functional and able to detect and treat a pt. Device manufacture date: monitor sn (B)(4); electrode belt sn (B)(4): 10/2010. Inappropriate defibrillations are an anticipated risk associated with the use of the lifevest. Patients are instructed through alarms, voice messages, IFU, and training to press the response buttons to prevent an inappropriate defibrillation. (B)(4). A summary of the safety and effectiveness data (ssed), including the inappropriate defibrillation safety objective supporting FDA's approval of the lifevest, can be found at http://www.accessdata.FDA.gov/cdrh_docs/pdf/p010030b.pdf.

Event description:
During a retroactive review of past treatment events for potential adverse events, conducted as a CAPA in response to a recent FDA inspection, a reportable adverse event was discovered. A data download revealed that a (B)(6) male pt was treated. Zoll customer support followed up and the patient's wife reported that when the pt came out of the bathroom he felt a sharp pain in his chest so he laid down on the bed and was then treated. A review of the event indicates that the pt experienced an inappropriate defibrillation event. Svt at 180 bpm contributed to the false detection. The response buttons were pressed during earlier arrhythmia alarms and after the treatment was delivered. The pt went to the hosp following the treatment and continued use of the lifevest.